Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, 3/6mm, 110 cm, model: 3151, UDI: (B)(4), serial: n/a, batch: 2778164.

Event description:
It was reported that the patient experienced autoreducing. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein the leads were explanted and replaced to address the issue.